Event description:
It was reported that the pt was admitted to the cardiac catheterization lab. An ffr measurement of the distal and proximal "de novo" lesions within the right coronary artery (rca) was performed. Prior to the procedure, the pressure guidewire was inspected and prepped with no damage noted. Ffr measurements were successfully obtained of the distal (.75) and proximal (.90) lesions. The physician placed a primary 3.0 x 15 stent in the distal rca using a 6fr guide catheter over the pressure guidewire. No post dilations were performed and the proximal lesion was not treated because of the .90 ffr measurements. It was reported that after the procedure was over, the wire was removed and noticed that the distal portion was frayed and had come "unwound", yet all pieces of the device were accounted for. The pt tolerated the procedure well with no vessel injury, arrhythmias or hemodynamic changes and was discharged the following day from the hospital. There was no intervention performed and no pt injury reported due to this event.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was received in damaged condition with its corewire broken/diagonally at the location of proximal indent. The internal wires were also broken however no portion was missing. The sensor housing, sensor, radiopaque coil and the dome were still attached to the broken piece of the corewire. The proximal coil was stretched out and it was still attached to the sensor housing. No parts were noticed to be missing from the device. The manufacturer's clinical assessment determines that the distal tip fracture and the stretched tip coil indicate that the wire was passed through a potentially heavily calcified vessel, however, the degree of rca calcification was not revealed. Resistance while advancing the wire and shaping of the wire tip were not reported, however, both, as well as applied force while attempting to withdraw the device, could contribute to the damage of the pwp. The procedure was completed and the pt outcome was optimal without injury or adverse events.